Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 181 mg/dl at the time of the incident. The customer states the pump experienced a power off alert, which she inserted a new battery but did not work. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Failed battery test due to corroded battery tube. Unable to perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to failed battery test anomaly. Pump passed stop current test. Pump had cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window, and missing end cap sticker.